Event description:
It was reported that the adult paddle plate accessory on the device's standard paddles was broken. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer stated that the operator attempted to place the accessory back on the pediatric portion of the paddle and broke it in the process. Physio-control provided customer with the part number and price for a replacement adult paddle plate accessory. The removed paddle plate will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.